Event description:
Home peritoneal dialysis pt reported, that when he awoke in the morning peritoneal effivent had drained all over the floor.visual examination of drain bag by pt found two holes in drainage bags. No injury sustained by pt.